Manufacturer narrative:
During the evaluation of the device at the third part service center, the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.

Event description:
The manufacturer received information from a third party service center alleging a ventilator was not delivering the set tidal volume. There was no harm or injury reported.